Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: drive unit failure. Additional text: bearing failure. Specific component(s) involved: pump drive unit malfunction. Additional text: bearing failure. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller; replacement of pump; switch from vented. Electric to pneumatic-mode; replacement of external battery. Other intervention: implant device type: lvad malfunction device type:.